Event description:
The programmer was returned for repair of the printer and fan. It was analyzed and subsequently tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis could not confirm the printer not working; however, it as confirmed that the fan makes a noise. It was also found that the power cord door was damaged and the stylus was broken.